Event description:
Between the spring of this year and late summer, ten PICC lines on ten different patients had to be replaced because they have had a hole and/or were broken. These repeated holes or breaks have our IV specialist concerned of product defect.